Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged nose stuffy, hard to breath, taking antibiotics along with nasal spray. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported allegation of an issue related to sound abatement foam became degraded and the patient alleged of nose stuffy, hard to breathe, taking antibiotics along with nasal spray. The medical intervention that the patient received in response to the event is currently unknown. The reported events and its reported severity was reviewed by the manufacturer's clinical expert. These events are not related to the device in this case. Based on the available information, the manufacturer concludes, no further action is necessary. The device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Sections b1, b2 have changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect impact code (2199), type of investigation, investigation findings and investigation conclusions have been updated.

Manufacturer narrative:
Additional information was received on oct 09, 2023, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging sound abatement foam became degraded and the patient alleged of nose stuffy, hard to breathe, taking antibiotics along with nasal spray. Additional information was received about the alleged hypersensitivity, nausea / vomiting sections b1, b2, h1, h6 have been corrected in this report as follows: section b1 was corrected for adverse event and product problem. (Only the product problem was checked in the previous MDR.) Section b2 was corrected to other serious or important medical events. (Previously, it was blank.) Section h1 was changed from malfunction to serious injury. Section h6 health effects: clinical codes and health effects - impact code was corrected.